Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
An infutronix distributor reported speaker was broken. Device operator was the technician. There was no patient involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Information received indicated this device was in the pocession of the distributor at the time the issue was identified. This device was not released to a customer.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: each key was pressed and there was an audio queue from the speaker with no static. A 100 ml infusion was started, the pump was detached from the cassette, and there was a cassette loading error alarm with no static. The pump passed all tests. The speaker made a clear audio queue at any time it was intended to.